Event description:
It was reported via legal documentation that approximately 24 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteoarthritis, loose femoral component, and body wear of the patellar component. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant and a loose femoral component. No further issues or complications were reported. No additional information is available. Unable to locate patient/serial number in ebi. Serial number provided. Historical record and smartsolve searched for sn/patient name with no results. No further information. X-ray: no. Operative notes: yes. Concomitant devices are unknown.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.